Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. An internal/external inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The failed earth leakage current test occurred during electrical rite. A service history review was conducted and there were no deviations noted that could have caused or contributed to the issue during the service of this device. The cause of the earth leakage current test failure was determined to be a defective pump assembly. To correct the condition, the pump assembly was scrapped. The device will be serviced to meet specifications. This issue will be further investigated through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.